Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was advanced within the patient. While grasping the leaflets there was a posterior mitral leaflet (pml) dissection. The clip was able to successfully grasp both layers of the leaflet, but was only able to capture a single layer. A secondary mitraclip was successfully implanted. The procedure was discontinued, the final mr was grade 2. There were no clinically significant delays reported.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was advanced within the patient. While grasping the leaflets there was a posterior mitral leaflet (pml) dissection. The clip was able to successfully grasp both layers of the leaflet, but was only able to capture a single layer. A secondary mitraclip was successfully implanted. The procedure was discontinued, the final mr was grade 2. There were no clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the reported difficult or delayed positioning (leaflet grasping and leaflet capture) appears to be related to challenging patient anatomy. The reported tissue injury appears to be cascading effect of the reported positioning difficulty. Tissue injury is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.